Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 41-year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was supported for a total of 11 days. During support, the impella cp device was operating at performance level 5 with expected flows of 2.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. During support, the physician reported failure of the placement signal, with no values or waveforms visible despite confirmation that the connector cable was securely attached. Device position was verified to be appropriate within the left ventricle, and the patient remained hemodynamically stable with flows reported at approximately 2.7 liters per minute. It was reported that the optical sensor on the pump failed unexpectedly. As a precaution, the pump was disconnected and subsequently removed. Despite loss of placement signal, the pump continued to provide support without interruption and without adverse clinical impact. The device was removed and patient survived to explant. The optical sensor/ placement signal issue occured on the pump on day 10 of support. This is likely due to duration of pump support.